Event description:
It was reported to boston scientific corporation in 2008, a prolieve thermodilitation system was used during a bph (benign prostatic hyperplasia) procedure the day prior (patient age and weight unknown). According to the complainant, the temperature sensor # 2 was not reading. The system would not go beyond a temperature of 37c. Approximately 42 minutes into the treatment, the system triggered a over temperature warning. The rectal temperature monitor (rtm) temperature reading of sensor #1 was 37c, sensor #2 no reading and sensor #3 was 37c. The system then proceeded to the cool down phase. The procedure was completed; no patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Sensor problems. The reported condition was confirmed. A field service engineer (fse) was dispatched to investigate a temperature issue with the console. Fse checked and reseated all connectors on the 4ch-tc module and tem, cleaned fingers on cartridge I/o board.